Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that an invasive procedure was performed. The device was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise and oversensing that resulted in pacing inhibition for 10 seconds of asystole. The noise was unable to be reproduced. Additionally, decreased r-wave measurements and decreased pacing impedance measurements were observed down into the 200 ohms range. The device was temporarily programmed to doo. No adverse patient effects were reported. This product remains implanted and in service.